Event description:
The advocate tested her blood glucose using her contour meter and the customer's contour. Her meter read 49 mg/dl, while the customer's meter read 130 mg/dl. The difference between the readings fall in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the customer's test strips for evaluation. Replacement test strips were to sent to the customer. The meter was also replaced at the advocate's insistence.